Event description:
Patient came in for a left knee revision. Anesthesiologist was doing a combined spinal epidural (cse). Epidural catheter tip broke off inside the space. When catheter was removed, the tip wasn't there. Notified manager and surgeon. We did an x-ray and didn't see anything. Surgeon and anesthesiologist decided to proceed with knee revision surgery and will get a neurosurgery consult afterwards.